Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that control printed circuit board was faulty. Our field service engineer investigated the reported machine on site. The control printed circuit board (pcb) had been replaced and sent back for investigation. The returned control pcb has been tested in a machine. It failed the pre-use check with the o2 cell/senor and flow transducer tests. In the flow traducer test log it shows that the o2 gas module didn't deliver any flow. Which resulted in the o2 cell/sensor test failure. The control pcb controls the amount of flow delivered by the gas modules. The electrical voltage measurements when using an extension board did not show any anomalies, nor did the resistance measurements of the integrated circuits in the analog output circuitry of the returned control pc board. The conclusion is that the returned control pcb was faulty, the cause as to why it failed could not be established by our investigation.

Event description:
It was reported that control printed circuit board was faulty. There was no patient harm. (B)(4).